Manufacturer narrative:
Correction made for h6 codes.

Manufacturer narrative:
Date of event and patient weight are estimated. It was reported to abbott a patient was experiencing soreness where the leads tunneled from the cervical incision to the ipg site. The patient underwent a revision where the ipg was moved from the right middle back to the left middle back. Nothing was replaced. There were no complications. The patient¿s complaint was resolved. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced soreness along the lead track (lead incision site to the ipg). As a result, the patient underwent a ipg pocket revision wherein the physician moved the ipg from the right middle back to the left middle back to address the issue. The procedure was completed without complications.